Event description:
Report of device system explant due to "infection" rec'd per the annual device tracking report. F/u with hcp revealed pt symptoms included fever, redness, incisional wound opening and pocket erosion. The pump started to erode through the skin and attempt was made to put the pump under the fascia but it became infected after moving the pump. The primary location of the infection was the device pocket. A culture was obtained from the device pocket but the results are unknown. The pt was treated with oral and IV antibiotics and total device system explant. The infection has resolved. Pt risk factors included debilitated status and malnutrition. Pt implanted with a new system 2001.